Manufacturer narrative:
An additional lot number was reported (lot # m003743). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was elevated (521 mg/dl); however, customer stated that elevated blood glucose level was due to bronchitis and not the pump. Customer administered a manual injection.